Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was intermittently responsive. The keypad cover was removed and contamination was found under the button key contacts. The text on the display screen was also found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the up arrow keypad button was intermittently responsive. There was no damage found to the keypad button cover. The remaining keypad buttons responded as expected. The keypad cover was removed and contamination was found under the button key contacts. The text on the display screen was also found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).